Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated falsely reactive prism hiv o plus results on 34 specimens that were negative on supplemental testing. The account noticed increased reactive rates with a prism hiv o plus reagent lot where 34 specimens were repeat reactive with prism hiv o plus but hiv-1 ifa negative and gsc hiv-2 eia negative. No specific testing or patient data was provided. No impact to patient management was reported.